Manufacturer narrative:
A beckman coulter field service engineer was not dispatched. The customer resolved the issues by tightening a loose fitting/connector on the reagent probe b tubing assembly. No further leaking or instrument errors were observed. The instrument software version is 5.4.08 (B)(4).

Event description:
The customer stated the instrument generated "cc (cartridge chemistry) cuvette not dry before 1st reagent dispense" errors, suppressed errors (no result value), and found a leak from reagent probe b on their unicel dxc 600 pro instrument. The customer stated the leak was contained to the instrument with fluid found in the reagent probe drip tray with an approximate volume of 1 ml. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.